Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq0805 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that this was a patient with cancer and the catheter was placed in the tunneling manner. The internal portion of the catheter was ruptured in the process of placement and was captured in an interventional fashion. No other information provided.